Event description:
It was reported that during a procedure at the user facility the device was inaccurate during a procedure leading to incorrect screw placement. The screws were replaced during the surgery to complete the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d9, h3, h4, & h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
It was reported that during a procedure at the user facility the device was inaccurate during a procedure leading to incorrect screw placement. The screws were replaced during the surgery to complete the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.